Event description:
Information was received regarding a consumer implanted for urinary dysfunction and gastrointestinal/pelvic floor. The consumer reported they had a return of symptoms on (B)(6) 2016 the programmer was used to change programs. On (B)(6) 2016, the patient had another return of symptoms and again the patient used the programmer to try to resolve the issue. The following day the programs on the programmer were missing. The patient was able to increase or decrease settings but was not able to change programs. It was noted that the patient had two programmers, noting the programmer the patient was using was the old programmer so they were going to contact their healthcare provider to have the other programs added.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.